Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards costa rico affiliate, during a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, the 16fr esheath+ was advanced through the patient without difficulty. However, then the 29mm commander delivery system with the crimped valve was introduced, extreme resistance was felt, and the system became stuck at the white portion of the esheath+. Multiple attempts were made to advance the delivery system, and the delivery system and valve did not exit the distal tip of the esheath+. The delivery system was used again and pushed applying a lot of force several times, causing the valve to come out from the esheath+. Once out of the esheath plus, a piece of the valve frame bent outward. A withdrawal attempt was made, and the valve on the delivery system was removed within the esheath+ as a single unit. Upon removal, the esheath+ showed a liner puncture, with a metal piece of the valve protruding, and tissue around the esheath+. During these manipulations, vascular injury occurred, including dissection and laceration of the right common and external iliac arteries, with contrast extravasation seen. Balloon occlusion was performed, and emergency surgery followed, including an aorto-femoral bypass and closure of the internal right iliac artery, along with transfusions and additional interventions. Later, bleeding on the left side related to a retained introducer required another surgery. The patient died one day after the procedure.

Manufacturer narrative:
Correction: h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually evaluated and the following was observed: the liner was bunched at the distal end towards the hub, the distal tip was open, the sheath shaft was punctured at 2.5cm from the distal end of the strain relief, and the liner was punctured at 2.5cm in length, starting at 8cm from the distal tip, 1cm in length starting at 6cm from the distal tip, and 1.5cm in length starting at 4cm from the distal tip. Dimensional testing was performed and the liner thickness was measured along the liner puncture, and all measurements were found to be within the specification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for sheath punctured and liner punctured were confirmed based on evaluation of the returned device. A review of the DHR (device history record) , lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. As there was resistance introducing the delivery system through the sheath, it is possible that excessive manipulation was utilized in order to overcome this resistance, causing the valve strut to bend and lead to the sheath shaft / liner puncture. Upon removal of the devices, the movement of the valve back and forth in combination of the bent valve struts likely contributed to puncture the sheath liner. Additionally, a steep insertion angle, as reported, can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance, causing the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. As such, available information suggests that procedural factors (bent valve strut, excessive manipulation, steep insertion angle) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.